Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6)2020. It was noted that fluoroscopy was used to determine that the pump was flipped. The hcp also reported that the pump being flipped was a chronic issue and that the pump had been relocated from the abdomen to the back when it appeared flipped. It was noted that there was concern about the patient manipulating the pump as witnessed by the clinic staff. It was reported that the refill in (B)(6) 2020 with saline was completed without difficulty. The hcp noted that they did not flip the pump back, the pump flipped back somehow between (B)(6)2019 and(B)(6) 2020. It was confirmed that the pump remained in place with saline in the reservoir.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 4 mg/ml of dilaudid, 14 mg/ml of bupivacaine and saline at minimum rate via an implantable pump. The hcp reported in (B)(6) of 2019 they had difficulty refilling the pump and the pump was found to be flipped. The hcp stated at this time they decided to program the pump to minimum rate mode and evaluate next steps going forward. The hcp stated today (B)(6) 2020 they were going to refill the pump with pfns (preservative free normal saline) and keep the pump infusing at minimum rate mode. The hcp was unsure if the pump was manually flipped back. Hcp stated they will evaluate this when doing the refill on the date of the report. No symptoms were reported.